Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been disconnected from the ilet pump for an undetermined period while awaiting new supplies, used backup therapy during the disconnection, then reconnected but did not dose while waiting to connect; a blood glucose reading of 279 mg/dl was reported, and no device alerts or alarms were noted. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without health consequence or hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found and identified a usage problem involving an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.